Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Information was provided that the user facility cancelled the service on this ventilator. No ventilator logs have been provided. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the exact root cause of the reported event has not been determined. Most probably the inspiratory pipe was not correctly mounted and/or the safety valve membrane was dirty and not correctly seated. Initial recommended action if safety valve test fails during pre-use check is to check these parts in the inspiratory section.

Event description:
(B)(4).